Event description:
Pt was implanted with plate and screw construct in (B)(6) 2011 for a midshaft humerus fracture. A non-union was noted based on pt's biologics and pt was returned to the operating room on (B)(6) 2012 for removal of hardware. The implants were noted as intact. Surgeon removed all hardware and revised pt to a humeral nail construct and bone graft. This is the 2nd of 9 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.